Event description:
It was reported that the patient developed pocket infection. The patient presented on (B)(6) 2019 for procedure and the system was explanted. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.